Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation. Data log does not indicate any error messages for transmitter failures. Complaint for a failed transmitter could not be confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a transmitter failed error was not confirmed. A root cause could not be determined.